Event description:
It was reported that a revision surgery was performed due to wear of the liner. The device reported is the constrained liner instrument tray, it is unknown which liner from the tray was faulty. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, per the complaint details, a revision was performed due to wear of the liner; however, s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported wear could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.